Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged pump error alarm. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked case on battery tube, cracked case above arrow and battery icon, minorly scratched lcd window, and cracked keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) was within spec range, however the loaded voltage (loaded vlith) was not within spec range. Insulin pump was left idle for a week, then thus was utilized again to download trace/history files. After one week the loaded voltage (loaded vlith) was still not within spec range. In further full review in the pump history, these battery related alarms were found: pump error alarm on (B)(6) 2021 at 19:00:00, 23:00:00, on (B)(6) 2021 at 03:00:00, 03:10:00, failed battery test alarm on (B)(6) 2021 at 15:16:42, 15:26:00, replace battery alarm, replace battery now alarm ,power loss alarm. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected pump error, power loss, replace battery, replace battery now, nor failed battery test alarms during testing. Customer alleged for pump error alarm was confirmed.

Event description:
Information received y medtronic indicated that the insulin pump alarmed power error detected alarm. Customer was able to clear the alarm and rewind the alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.